Event description:
It was reported by service report that the fowler was stuck in a raised position and the power cord was damaged. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Results: gas cylinder on fowler bent.